Manufacturer narrative:
The product was installed at the user site 07/12/2012. There have been no clinical complaints from the user site regarding this specific serial number since that time. The product device history record and service history was reviewed (B)(4) 2013 with no issues found. A candela field service engineer inspected the unit and slider and determined that there was debris building up on the windows causing the window to shatter. Candela instructs users through training and provides labeling to emphasize the importance of inspecting and cleaning the window frequently so debris does not get burned onto the window surface.

Event description:
A site reported that during a laser hair removal treatment, the slider window shattered and the pt sustained a cut as a result of the shattered window. It was reported that the pt sustained a small cut and was healing fine.